Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). The patient stated that they don't know what caused or contributed to their issues and are waiting to get an appointment. The steps that were taken to try to resolve the issue were stated to be unknown yet, and the issue was stated to not yet be resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said when they unlock the controller they get settings not available. Patient said this started about 2 weeks ago. Patient also said the battery is not holding a charge in the implant. Patient normally charges twice a week, wednesday mornings and sunday mornings and charges to 100%. This past sunday morning the implant was completely dead and normally it is not that low. Patient has not increased stimulation in the last 6-8 months and has not made any programming changes. Patient mentioned they has changed the intensity 2-3 times at the max. Agent advised the device needs to be checked and provided different options to check such as changing groups. Pt only has group a and was able to lower but cannot increase. Agent had patient reset the controller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.